Event description:
(B)(4).

Manufacturer narrative:
Customer reinspected the cables and found an incorrect video cable connection to the wrong video port 2 and not port 1. They corrected the video connection and found this resolved the issue of the application not opening. The customer cleaned the dust on the chassis. Once the chassis was cleaned and the cables were connected to the correct port, the issue was resolved. This is a maintenance issue that is stated in the service manual. Also, the customer had not performed quarterly restarts of the cns as instructed by the service manual and the customer was informed that this could be another cause of the cns powering off. Advised customer to perform maintenance as instructed in the manual.